Event description:
It was reported that during advancement of the delivery system over a guide wire for an a/v fistula stenting prior to entering the patient, the inner catheter of the delivery system became visible. Therefore, another stent graft was used to complete the procedure successfully. There was reported patient injury. Upon sample receipt, the stent graft was found to be partially released.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system revealed that the distal end of the inner catheter protruded from the tip and that the stent graft was partially released the safety clip was missing. A patency test with a device compatible 0 035" guide wire could be performed without issue. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with a damaged guide wire, a guide wire of inappropriate size or insufficient flushing of the device. In this case, it was reported that a 0 038" guide wire was used. Based on the information available, a definitive root cause could not be determined.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.